Event description:
It was reported that the surgeon felt that the inserter was too sharp and that a hematoma and heavy bleeding occurred during a sling procedure. No further information was provided.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.